Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03jan2019. The customer was sent a quote for repair/service of the device. The customer has not accepted the quote for the repair/service of the device. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
It was reported by the international customer that the ventilator had an indirect alarm. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 08jan19. Date received by manufacturer: 06jan19. Information was received that the customer declined the quote for service/repair of the device. Should new information become available, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.